Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. The right ventricular (rv) lead was unable to have a stylet inserted into its lumen. The rv lead was removed and replaced. The patient had no adverse consequences.